Event description:
It was reported that an attempt was made to use reef hp pta balloon to treat the left arteriovenous fistula with 80%-85% venous stenosis reported to be fibrous and plaque. Physician deployed the reef hp pta balloon (no abnormalities noted) and inflated the balloon at the avf lesion. On its first inflation, and while reaching 18 atm, the reef hp pta balloon burst. Physician had to remove the burst balloon through the 5f sheath. Subsequently, a non-medtronic balloon was used to complete the avf case. The vessel diameter was 6 mm and lesion length 40 mm. There was no injury to patient.

Manufacturer narrative:
Device evaluation: a kink was detected on the shaft at 13 cm from the hub. Traces of blood were detected on the device and on the introducer sheath a 5 fr introducer sheath was returned loaded on the shaft of the device. The balloon portion was separated in two by a circumferential cut in the distal area of the balloon. The distal portion of the balloon was strongly corrugated and wrapped close to the tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.